Event description:
At the beginning of a case, the user was unable to manually ventilate the patient. The user depressed the fresh gas flush bottom; however, could not maintain pressure. The user attempted automatic ventilation; however, was unable to deliver any volume. The patient was manually ventilated with an alternate device as the user chose to replace the machine to complete the case. No patient injury.